Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an occlusion error messaged occurred during a procedure. It was impossible to clean the eye with irrigation/aspiration at the end of the procedure. The product was replaced and procedure completed. No patient and hand piece information available.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
The event occurred during the irrigation and aspiration stage.